Event description:
It was reported by the rep that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clips were scissoring when fired. The surgeon finished the case with the same instrument. There was no pt consequence.